Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to placement difficulty. The physician indicated a very tight and difficult procedure into the subclavian vein. It was difficult to maneuver the lead into the atrium. The lead wire produced no sensing and no capture in the atrium. The patient underwent an atrial flutter ablation the day prior and the physician believes the no activity detected by the lead was due to the physiological conduction system of the patient's atrium. After much difficulty, the lead was removed and no lead was placed in the atrium with the patient utilizing a single chamber pacing system in the ventricle. No patient complications have been reported as a result of this event.